Event description:
On (B)(6) 2025, the patient reported a dexcom g7 sensor failure after replacement and pairing attempt. The agent walked patient through repair steps, but sensor reverted to start sensor. A new sensor (code 1937) was applied and connected successfully, currently in warmup. The patient¿s meter was not working, so she was unable to check the blood glucose (bg), though she felt it was high. The symptom reported during the event was the patient felt dehydrated. No medical intervention required at the time of call. The patient was not out of bg range for 90+ minutes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.